Event description:
It was reported that the patient received inappropriate shocks due to sensing difficulty. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to sensing difficulty. No further patient complications were reported as a result of this event. It was further reported that the patient experienced 8 inappropriate shocks due to sensing difficulty from interference. There was failed defibrillation on the svc conductor coil. Both the rv and svc leads were explanted. The ra lead was also explanted due to potential interference and subsequently tested out of specification during the manufacturer's analysis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments was returned for analysis. Evaluation summary: outer insulation breached depression; partial lead in segments returned for analysis. Evaluation summary: no anomalies found; partial lead in segments returned for analysis. Other: it was reported that the patient received inappropriate shocks due to sensing difficulty. No further patient complications were reported as a result of this event. It was further reported that the patient experienced 8 inappropriate shocks due to sensing difficulty from interference. There was failed defibrillation on the svc conductor coil. Both the rv and svc leads were explanted. The ra lead was also explanted due to potential interference and subsequently tested out of specification during the manufacturer's analysis. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Interference sensitivity shock, inappropriate.